Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire became stuck upon removal from the catheter which resulted in an unraveled guide wire was confirmed. The customer returned one guide wire and one catheter. The guide wire was returned inserted through the catheter and was protruding from both ends. Visual examination revealed the straight end of the guide wire was protruding from the catheter tip and the distal end of the guide wire with the j-bend was protruding from the distal extension line hub. The guide wire protruding from the distal extension line hub is unraveled. The core wire is broken on this end but is still in the j-bend shape and the distal weld was observed on the end of the coil wire. The core wire was found broken adjacent to the distal weld (j-bend). Microscopic inspection of the core wire also revealed discoloration and necking of the wire in the area of the break which indicates a break was in close proximity to the weld. Microscopic examination also revealed that both welds appear full and spherical. A manual tug test was performed on the proximal end of the guide wire and revealed the proximal weld was intact. The broken core wire measured 685 mm in length, which is within the specification of 679 - 687 mm per guide wire drawing; therefore no pieces appear to be other remarks: missing. The outside diameter (od) of the guide wire measured 0.804 mm, which is within the od specification of 0.788 - 0.826 mm per guide wire drawing. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions warn not to apply excessive force in when introducing the guide wire and when removing the guide wire or dilator. If withdrawal cannot be accomplished easily, a visual image should be obtained. The instructions caution that withdrawing the guide wire against the needle bevel could damage or break the wire. Device history record review performed and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this issue. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the ICU, the catheter was successfully inserted. The user tried to remove the guide wire but he/she couldn't pull it out and resulted in the guide wire broken and separated in a vein.